Event description:
The cervix was dilated, and curettage was performed. A novasure device was inserted through the cervix and was allowed to deploy and achieve full lateral displacement. Multiple attempts were made with 2 novasure devices to get the safety check to pass, but despite changing machines, they were unable to get the device to function properly and pass the safety test. The procedure was thus altered and a gynecare thermachoice was used to perform the ablation. There was no harm to the patient.====================== manufacturer response for endometrial ablation device, (brand not provided) (per site reporter).====================== returned to rep for testing.